Event description:
On (B)(6) 2013, the reporter contacted animas, alleging a power (moisture ingress) issue. The pump reportedly lost power without user intervention after exposure to water. There was reportedly no damage to the pump but possible corrosion was observed inside the battery compartment. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.

Manufacturer narrative:
The pump has been returned to animas. Evaluation has not yet been completed. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release. When evaluation is complete a supplemental report will be filed. No conclusion can be made at this time.

Manufacturer narrative:
Follow up #1 submitted: 07/01/2013 device evaluation: review of the black box revealed reboots recorded. On examination, the battery compartment was noted to be cracked and there was visible corrosion inside the battery compartment. The battery cap was not damaged. On testing, the pump powered with audible tones; however, the display remained blank. Leak testing revealed a leak at the battery compartment crack. The pump was opened for investigation and revealed moisture damage inside the pump on the printed circuit board.